Manufacturer narrative:
(B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with mentor cpx 4 breast tissue expander 450cc breast prostheses. Bilateral rupture was reported. It was added that a bad horse accident may have affected the breast prostheses. As a result, the patient underwent bilateral removal and replacement with unknown breast prostheses on (B)(6) 2018. This medwatch form is for the "a" side breast prosthesis.

Manufacturer narrative:
The device was received with yellow fluid. During evaluation a rent was observed at junction of shell and patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 7336632 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. (B)(4).

Manufacturer narrative:
It was erroneously excluded in the initial report that the patient experienced bilateral linear laceration of the tissue expanders and that the patient had the expanders in for 18 months due to delay in getting her scheduled for the procedure. The patient also reported that she was in a bad horse riding accident which may have affected the implants. Per mentor IFU, the expanders are for temporary subcutaneous or submuscular implantation and are not intended for use beyond six months. Therefore, these devices were used in an off label manner. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/8/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/13/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).